Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device tower door failed to open when tried to recover. The field service engineer (fse) observed that tower door 3 emitted a beeping sound when the pharmacy technician attempted recovery. The fse logged into care fusion admin and launched the hardware test application. The fse forced tower door 3 open and discovered medications trapped behind the tray. After removing the medications, the pharmacy technician successfully completed the recovery. The fse then initiated an open and close test using the hardware test application, which passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door was not opening when they tried to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.